Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc038 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported by the customer that "tubing of ivad needle broken directly above blue part where cap is attached. Immediately clamped, deaccessed, and reaccessed. Blood culture drawn. Was not flushed prior to deaccessing due to infection risk." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 20ga infusion set. The depicted portion of the device included the luer adapter and extension tubing. A partially circumferential split was observed at the luer/tubing joint. Tubing damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact.

Event description:
It was reported by the customer that "tubing of ivad needle broken directly above blue part where cap is attached. Immediately clamped, deaccessed, and reaccessed. Blood culture drawn. Was not flushed prior to deaccessing due to infection risk." No other information was provided.